Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right ventricular lead that exhibited noise and episodes of short vv intervals. The patient did not incur any inappropriate shock or adverse event. Physician capped and replaced the old lead on (B)(6) 2019. There were no externalized conductors observed during the procedure. Patient was stable.